Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and electrical problems such as open circuit, short circuit, or signal loss. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. It was determined that the cause of the front panel light extinguishment was a failure of the pipeline pressure sensor mounted on the circuit board. Additionally, the software required a new update. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a failure of the circuit board (pressure sensor / pressure sensor circuit) and the software required an upgrade. There was no patient involvement.